Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported damage. Examination of the returned device found the trial shim was broken in half. All pieces were not returned. This type of damage is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. The trial exhibited scratches and deformation covering a large portion of the surface and around the edges. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune cr femoral trial broke during impaction. No effect on patient. Surgery was delayed by 1-2 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported damage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.